Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient needed to connect to their ins for an MRI today. The patient said they were able to connect yesterday. The patient was guided through how to connect the handset and communicator to the implant. The patient was not able to successfully connect. The issue was not resolved through troubleshooting. A replacement communicator was sent out. The patient also mentioned they always had trouble with connecting the handset to the communicator. On 2025-01-21 additional information was received from the patient. They called backwith replacement communicator and was still unable to connect. They would "just see circles" and it would "move and move" but it wouldn't connect. The patient stated they saw a "not found" message. Patient services had the patient toggle the bluetooth off and back on and the patient successfully paired the handset to the re placement communicator but when they went to place the communicator over the ins site, they got 'device not responding,' even after repositioning the communicator. Patient services asked the patient if they could feel the device under the skin and the patient stated they could, but they noted the right side was deeper than the left side. The patient placed the communicator over the side of the implant that was closest to the surface of the skin but they were still unable to connect. The patient denied having had any falls or traumas that would have led to the issue and stated they hadn't really been paying attention to how and when it got that way (the right side being deeper than the left side). The patient stated they did notice in the past they would have to move their jeans because the device would turn under the skin, and they would struggle to connect in the past. The patient stated they used to feel like the implant would get deeper when they would sit. Patient services redirected the patient to follow up with their healthcare provider (hcp) to check the implanted system. Patient services also reviewed battery longevity considerations with the patient and commented while their device was not at 5 years, the battery could also deplete. The patient stated they were told the battery would last 10 years and that if it was depleted that would be really quick. They stated they did think that perhaps the issue was also with the battery being low or depleted. The patient didn't have a follow up hcp so patient services sent an email to the patient with physician listings at the patient's request. The patient was to locate an hcpand follow up with an hcp to check their implanted system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.